Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt stimulation in the wrong location. The patient also felt overstimulation. Reprogramming was unable to resolve the issue. X-rays did not reveal any anomalies. Subsequently, the patient will undergo surgical intervention as the next course of action.

Event description:
It was reported the patient underwent surgical intervention at which his entire scs system was explanted and replaced. Reportedly, the patient has effective stimulation coverage following the procedure.